Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was slow to boot up and failed to save pt images. No pt injury was reported.